Event description:
The customer reported that the device displayed an error 1000.

Manufacturer narrative:
The factory has not yet received this device for evaluation, and this complaint is still under investigation.